Event description:
It was reported that product performance data was reviewed and classified as oversensing/noise and inappropriate detection. The right ventricular (rv) lead and device remain in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) bi-ventricular defibrillator 2011 (B)(6); 4196 implantable pacing lead 2011 (B)(6). (B)(4).